Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for an unknown indication. The pd catheter was removed due to peritonitis. The cause, hospitalization, treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.